Manufacturer narrative:
Visual inspection of the returned faradrive sheath and its dilator confirmed the dilator tip to be damaged. Functional evaluation observed the sheath's ability to achieve and maintain deflection. Microscopic imaging shows the dilator tip to be blunted with the distal opening narrowed and irregular. Based on the provided information, the defect was likely damaged from a previous insertion into the faradrive sheath.

Event description:
It was reported that during the atrial fibrillation ablation- farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that upon opening the faradrive sheath, the physician noticed that the tip of the dilator was damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the atrial fibrillation ablation farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that upon opening the faradrive sheath, the physician noticed that the tip of the dilator was damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.